Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician advanced a penumbra system 5max ace reperfusion catheter (5max ace), a guidewire and the 3max coaxially toward the ica. However, the thrombus moved toward the middle cerebral artery (mca); therefore, the devices were advanced toward the new target vessel. While retracting the 3max and the guidewire to aspirate thrombus with the 5max ace, the physician experienced a slight resistance. Upon removing the 3max, the physician noticed its tip had fractured and was missing. However, the physician continued and completed the procedure by making a successful pass using the 5max ace. Upon removing and flushing the 5max ace, the physician found the fractured tip of the 3max. There was no report of an adverse effect to the patient.